Event description:
The pt was admitted after receiving therapy from the implantable cardiac defibrillator. Upon reviewing the diagnostics, >225 noise reversions were observed. The stored electrogram which documented the episode in which the shock was delivered also revealed high frequency low amplitude noise on the egm after therapy was delivered. Two subsequent egms showed the same high frequency noise which gradually increased in amplitude until it triggered a noise reversion. The real time electrogram was found to be completely masked by this noise. At this point, the decision was made to explant the device.